Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead lot# unknown serial# product type lead . Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that had their ins removed. Agent did not ask about the circumstances that led to the reported issue as call was disconnected during conference to mobility. Documented reported event. No further action was taken by patient services. Patient services attempted 2 call backs and left a voicemail message. Patient called back and said that had the neurostimulator and most of the lead explanted on (B)(6) 2022; however, was told that the lead fractured in a couple areas and the physician wasn't to remove a couple pieces of the lead. Patient said has a couple fragments in their buttock. Patient said that the device was removed as patient said that the therapy was not helping with symptom control. Patient said that ten days ago had a stroke and hcp would like patient to have MRI of head. Patient services consulted with stim technical services and reviewed information with patient. Phone number was provided so that patient could provide to hcp.